Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study stating the motor stall occurred on (B)(6) 2016 at 18:18 and recovered the same day at 19:01.

Event description:
Additional information was received from a healthcare professional stating the cause of the motor stall was not determined.

Event description:
Information was received from a healthcare provider as part of a post-market product surveillance registry regarding a patient receiving hydromorphone (6.5 mg/ml) at 0.7502 mg/day, bupivacaine (30.0 mg/ml) at 3.463 mg/day, and clonidine (250.0 mcg/ml) at 28.86 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. Device interrogation on (B)(6) 2016 showed a pump motor stall on (B)(6) 2016 with recovery. There was no report of an MRI. No action was taken. The event was related to the device or therapy, but not related to the implant procedure. The event was considered to have resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.